Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding an unknown patient. Drug information, indications for use, concomitant medications, and patient history were not reported. It was reported that the code 08:08:s8:s8-544(253) was seen on the clinician programmer on (B)(6) 2015. It was noted that the patient removed the telemetry head before the pump update was complete. The 8870 card version was unknown. Troubleshooting steps to turn off the 8840 and reset the 8870 card were reviewed with reporter, and the issue was reported as resolved. Assisted reporter in programming pump back to simple continuous with patient activation (pa) as it had reverted to stopped pump mode because of the telemetry interruption. If additional information is received this report will be updated.